Manufacturer narrative:
(B)(4).

Event description:
It was reported that since pt had surgery to fix a screw in her back (specific date not provided) more frequent and longer timeframes are being required to charge. Relevant estimated recharge intervals on longevity calculator are as follows: bol: 72 days/eol: 33 days with 1 program @ rate of 4.2 and pulse width of 450. It was reported that the programming unit shows less than 1% usage since (B)(6) 2010 (for a total of 14 hours); pt reports that they are using the stim 6 hours per day. It was also reported that the programmer displayed recharge statistics of approx 30 days between sessions, one hour per session and 8 coupling boxes. Lastly, it was reported that programmer did not display the "check ins clock" notification when interrogating the ins. Request for add'l info is being made.